Manufacturer narrative:
Device #1 - rx herculink 14 plus stent system (part # unk, lot # unk), is being filed under medwatch MFR # 3004742046-2009-00327. The device is not available for eval. The lot # is not identified; therefore, a device history record review could not be performed. A f/u report will be submitted with all additional relevant info.

Event description:
Device #2 malfunction: guiding catheter & stent entanglement/damaged stent. Time of malfunction: during procedure. Symptoms/ae: medical intervention/gi bleed. It was reported that during a procedure, the herculink plus deployed successfully in the renal artery. When an attempt was made to retrieve the veripath guiding catheter, it became caught on the stent. The guiding catheter was pulled using force causing the proximal portion of the stent to completely stretch into the aorta. The distal portion of the stent remained firmly in the target lesion. An unsuccessful attempt was made to snare the stent. The stent remains in the anatomy. As a cautionary measure, the pt was placed on coumadin. Later that evening, the pt developed a gastrointestinal bleed. The exact cause of the bleed is unk. Current pt's condition is improved. Angiography images have been received and findings will be included on the supplemental medwatch report. Though requested, no additional info has been provided.